Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level and became lucid and unconscious. The customer's continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. The customer required assistance from spouse to treat low bg. The customer was treated with glucose and a nasal spray. The cause for the reported issue was unknown. Customer continued using the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.